Event description:
Customer complained that the left foot siderail was not latching.

Manufacturer narrative:
Technician found that there was a caramel substance coating the center arm assembly causing latching pins to remain in the in position. Technician cleaned center arm assemble and latching pins to rid them of the sticky substance that was causing the latching mechanism not to operate correctly.